Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's father reported via phone, the insulin pump kept alarming no delivery during prime. Customer's blood glucose was 400 mg/dl due to a cold. Attempted to correct but there was too much active insulin. Troubleshooting was performed and no anomaly was noted. Customer's father was advised the device was working as designed. The device is not returning for further analysis.